Manufacturer narrative:
(B)(4). Eval: results: (arterial trauma/dissection/perforation), (severely calcified aorta). Conclusion: (severely calcified aorta).

Event description:
A talent thoracic stent graft system was attempted in a pt for the endovascular treatment of a thoracic aneurysm approx one month ago. The aorta was severely calcified. It was reported that the delivery system could not be advanced to the intended landing zone. The delivery system was removed and the common iliac artery was found to have dissected. A bare metal stent was implanted and successfully resolved the dissected vessel. A talent captivia stent graft was successfully implanted w/o further complication. No add'l clinical sequelae were reported, and the pt is fine.